Manufacturer narrative:
Correction number: 1627487-12192011-003-r. These ipg serial numbers were included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient has not charged her ipg in approx 9 months. As a result, the patient's ipg is inoperable. An sjm rep met with the patient and confirmed the issue. The patient will undergo surgical intervention as the next course of action.